Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated he was having suction issues with the system. Rep did a t/s and the system passed the water test. (Says urine isn't getting into collection jar and it's causing him to be wet; xfer'd to c/s).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated he was having suction issues with the system. Rep did a t/s and the system passed the water test. (Says urine isn't getting into collection jar and it's causing him to be wet; xfer'd to c/s).